Manufacturer narrative:
H.10: the reported issue initially disappeared by re-inserting the connectors on the power amplifier board and then appeared again. The motor power amplifier board and the motor control board were replaced to solve the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for repair and the entire pump head, where the resolver is placed, was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A defective motor power amplifier board is suspected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump used on a s5 system suddenly stopped displaying a motor control failure error message during priming. The issue did not improve despite user restarting the device. There was no patient involvement.

Manufacturer narrative:
H.10: despite circuit boards replacement , the error persisted. The serial read-out of the involved pump (real time device parameters and setting recording file) was gathered and analyzed, confirming the issue. Several errors associated to the pump resolver were found stored during the date of the event, indicating a resolver fault. The root cause of the reported malfunction was traced back to a defective resolver. The pump will be sent to the manufacturer site for repair.

Event description:
See initial report.